Event description:
It was reported the applier was used during a laparascopic cholecystectomy. The clip would not fire sraight, and clip would not stay in tissue. Another was opened to complete the case. There was no consequence to the pt. 8/16/96 rep reports the malformed clips were removed.